Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A company representative reported a corneal microperforation during a rings procedure. Upon follow up, it was noted that during tunnel making for an intrastromal ring implantation, there were bubbles in anterior chamber that caused a corneal perforation. When trying to place the ring, segment displaced to anterior chamber. The treatment was not performed and patient has to wait three months for healing, in order to undergo another procedure. Patient's quality of life has been affected. Reporter informed that the factors that could cause this perforation are multiples; depth calculation to make the tunnel, corneal irregularities or corneal hydration. Reporter noted that the laser was going deeper than programmed and felt permanent damage in patients could occur; permanent corneal incisions that may cause new complications in the future. Reporter further informed that the patients currently find themselves with poor vision. There are two related reports. This report addresses the patient two and another manufacturer report will be filed for patient one.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows that the user used energy settings which are within the defined recommended arrangement of pulse energy. No technical problem with the system can be identified. Clinical review confirms that the treatment report shows a potential micro-perforation close to the incision. The treatment reports depicts a very deep cut of 447m. A potential contributing factor is that the cut could have been to deep and close to the endothelium. The calculation of depth for rings is usually 70% to 80% of the thinnest (not the central pachymetry). In this case a wrong calculation of the depth could be the root cause for the micro-perforation. The root cause could not be identified conclusively as no further data is available to evaluate the calculation of depth. However, there is no indication that a device malfunction caused or contributed to the reported event. Potential contributing factors are that the calculated cut by the surgeon could have been too deep. (B)(4).